Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes underfilled. The following information was provided by the initial reporter: "update: samples are not overfilling they are underfilling. Material no. 363083, batch no. 0345720. It was reported that tubes are overfilling. Per email: beaches lab/nurse staff is having issues with ref# 363083-lot#0345720-( light blue lab tube). Tube is overflowing when drawing blood."